Event description:
It was reported this lead was capped due to loss of capture. The device was actively implanted for approximately 11 years, 11 months.

Manufacturer narrative:
The manufacturer does not have possession of the device, as it was capped off inside the patient. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.